Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device did not show any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional examination was performed by connecting the device to an alliance inflation system and the balloon was inflated without problem however, it did not hold pressure due to a pinhole located at the proximal bond. Based on the condition and evaluation of the returned device, the most probable root cause is supplier manufacturing process design. The product likely failed to meet specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a procedure performed on an unknown date. There was no reported information regarding the nature of the device failure/defect. No patient complications have been reported as a result of the event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results showed that the balloon had a pinhole; therefore, this is now a MDR reportable event.